Event description:
It was reported that the artificial urinary sphincter (aus) device stopped working because it had reached its end of life. The aus device was revised. There were no patient complications.